Manufacturer narrative:
The product was injected into the patient and is not available for return. Further information regarding this event has been requested. This is a known potential adverse event addressed in the product labeling. Added health impact code 4621 complaint (B)(4).

Event description:
The healthcare professional reported injecting a patient with evolysse form in the lips. Immediately following the injection, the patient developed lumps in the lips. The hcp reported dissolving the product on two (2) separate follow-up visits, however, the patient is still not satisfied with the results. Additional comments: importer complaint number (B)(4) safety database number (B)(4) further information regarding the event has been requested.